Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of peritonitis in a patient coincident with (imported) extraneal viaflex therapy. On (B)(6) 2011, the patient began treatment for peritoneal dialysis (pd). On that same date, at approximately 12:15 pm, the patient changed the extraneal viaflex bag. At that time, the peritoneal effluent was clear. Approximately 90 minutes after the administration of extraneal viaflex therapy, the patient experienced abdominal pain. On that same date, at approximately 2:30 pm, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient stated that previous administrations of extraneal viaflex therapy were tolerated well. It was not reported if the patient required hospitalization, if laboratory or diagnostic testing were performed, if remedial therapy was rendered or if the outcome for the event of peritonitis had resolved. At the time of this report, extraneal viaflex therapy was ongoing. The consumer did not provide an assessment of causality for the event of peritonitis and the relationship with extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). Follow up information was provided by a nurse. The case was medically confirmed. The nurse reported that "gastrointestinal germs" were identified by the patient. It was not reported if a specific laboratory panel was performed. The nurse confirmed that the patient experienced peritonitis. It was not reported if the outcome for the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to extraneal viaflex therapy.